Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic, the right ventricular lead exhibited noise, an insulation anomaly was noted during procedure. The lead was capped and replaced on (B)(6)2016 successfully.